Event description:
Customer rec'd a false positive troponin t result for one pt sample. Initial result gave 0.214 ng per ml. A second sample was obtained from this pt same day, which resulted a troponin t of <0.01 ng per ml. Because the second sample from this pt resulted negative for troponin t, the ER doctor requested the initial sample from this pt be repeated. The initial sample was repeated same day, resulting at <0.010 ng per ml. The pt would be treated with meds, as this is the ER protocol based on pt overall symptoms. Customer could not provide any details as to the status of the pt and did not provided info to determine if the pt was actually treated. If add'l info is rec'd, appropriate notification will be provided.